Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three adhesive events where 1st infusion set fell off on 18-jun-2024 and 2nd & 3rd infusion set fell off on 21-jun-2024. Infusion set was used for 1 day for 1st event, 3-4 hours for 2nd event and 30 minutes for 3rd event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.